Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a broken screw. The sales associate was showing the doctor how to load a pathfinder screw and the tulip head popped off. This did not happen during surgery.

Manufacturer narrative:
The returned screw was evaluated. The tulip was found dissociated from the screw shaft; the complaint is confirmed. The cause of this issue is unknown. The dimensions of the component that assembles with the tulip were confirmed to be within dimensional specifications. A review of the manufacturing records did not find any issues which would have contributed to this event.